Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Based on the limited information provided an exact cause for this incident cannot be definitely determined. The guidewire is expected to be returned for failure analysis. If additional information is received and/or the guidewire is returned for analysis for follow-up medwatch report will be submitted. Product not returned.

Event description:
Initial complaint stated: the guide wire for the percutaneous valve is faulty. It unfolded during its introduction into the vessel. Additional information received after requesting clarification for unfolded. It means the coating peel, the procedure was not completed with another wire, it was at the end at the moment the pulled back the catheter of the tavi. The patient is good. It happened outside.

Manufacturer narrative:
As received, the specimen consists of one each clinically used safari2 275cm sml crv device; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. The specimen presents multiple offset/misaligned coil conditions in the distal 9.45cm and offset/overlapping coil wraps at 108.0 to 108.3cm from the distal apex of the formed curve creating localized oversized diameters. The offset/overlapping coil wraps also present ptfe coating damage and removal due to the coil damage. The specimen also presents stretched coil wraps located 106.85 to 107.60cm from the distal apex of the formed curve, and several bends of varying severity and frequency scattered over the length of the device. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Initial complaint stated: the guide wire for the percutaneous valve is faulty. It unfolded during its introduction into the vessel. Additional information received after requesting clarification for unfolded: it means the coating peel. The procedure was not completed with another wire, it was at the end at the moment the pulled back the catheter of the tavi. The patient is good. It happened outside. Additional information received later reported: I wanted to say inside the patient